Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter contacted lifescan (lfs) on january 20, 2007, and alleged that the pt's meter was prompting an apply sample message. According to the reporter, the pt was unable to test on her meter due to the apply sample message. The reporter stated that in 2007, at 3:30 a.m., the pt was "lifeless, could not talk or get out of bed." The reporter attempted to test her blood glucose but she obtained the apply sample message. The pt was taken to the hospital (it is not known how she arrived at the hospital) and her blood glucose was tested, the result was 50 mg/dl. She was treated with IV glucose. The pt normally tests her blood glucose 3 to 4 times a day. It would have been helpful to know how long the pt was unable to test on her meter. The reporter stated she could not use the meter since she obtained it. It would have also been helpful to know her diabetes treatment regimen and if she made any changes to it while unable to test. This complaint is being reported, as the meter issue was not resolved with troubleshooting. During the time the pt claims to have been unable to test, she became hypoglycemic. A replacement meter has been sent.